Event description:
Premature battery depletion was reported. The event occurred during normal use and it was noted the implantable neurostimulator (ins) was explanted on (B)(6) 2013 and replaced with a rechargeable device. The healthcare provider (hcp) reported the life of the ins was for one year and it ¿appeared very short.¿ the patient status at the time of the report was ¿alive-no injury.¿ patient symptoms were not reported with this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that there was normal end of life and telemetry and output were okay.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.